Event description:
The pump underinfused during routine service testing. According to biomedical engineer, no pt injury or need for medical intervention has been reported. Biomed stated they have no record of any pt incident involving the pump since the last baxter service event.